Manufacturer narrative:
(B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has experienced abdominal pain since the implant. X-rays taken determined the lead migrated causing mechanical nerve root irritation. Surgical intervention may be taken to address the issue.